Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received loaded on the stent delivery wire (sdw) within a microcatheter. The introducer sheath was also returned. The distal end of the stent was found to be partially deployed from the distal tip of the microcatheter. The stent was unable to be advanced through the microcatheter. The distal tip appeared damage, and dried procedural fluid was present. The stent was damaged in the attempt to remove it; this will not be coded for. The introducer sheath was noted to be intact. During functional inspection the subject stent was unable to be deployed from the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the stent got stuck at the microcatheter tip and could not be deployed. During analysis, the stent was received loaded on the sdw within a microcatheter. The distal end of the stent was found to be partially deployed from the distal tip of the microcatheter. The stent was unable to be advanced through the microcatheter. The distal tip appeared damage and had some dried procedural fluid. Unlike the sl-10 and xt-17 internal hub profiles which are an exact match for the external profile of the distal tip of the introducer sheath, this is not the case for echelon-10, and precise placement of the introducer sheath is critical when using an echelon-10 microcatheter (mc). During analysis the introducer sheath was intact. In the event details it was reported that the initial delivery process proceeded smoothly; however, the stent became stuck at the tip of the microcatheter and could not be deployed. After withdrawal, the physician replaced the system with an sl-10 microcatheter and a stent of the same catalog number and successfully continued the procedure, indicating that the delivery system functioned as intended with the sl-10. It is possible that on this occasion the introducer sheath was not advanced sufficiently inside the echelon-10 hub, resulting in a gap between the distal opening of the sheath and the proximal opening of the microcatheter shaft lumen. Under these circumstances the stent would be advanced into the gap between the sheath and the proximal end of the microcatheter lumen. If this occurred, the stent would begin to deploy in this gap and ultimately preventing complete deployment at the distal tip. This is one possible explanation for the observations noted during analysis and the information provided in the event description. Based on the review of all available information, an assignable cause of procedural factors has been assigned to the as reported ¿stent failed/unable to deploy' and as analysed ¿stent failed/unable to deploy¿ ,¿stent difficult/unable to advance or pullback through catheter¿ ,¿stent deformed¿, ¿stent partial deployment¿ codes as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis, and it was discovered that the stent (subject device) was found to be partially deployed from the distal tip of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.